Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen went blank while in the middle of a case. A technical support specialist (tss) dialed into the station to perform a database shrink and found the station flagged for a maintenance issue. The tss completed the steps in the knowledge article for medapplication not launching automatically, station at blue. The tss confirmed device uptime and settings were correct, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen went blank in the middle of a case. The customer stated that they were unable to access the medication while the patient was on the table, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.